Event description:
It was reported that the programmer touchscreen was unresponsive. No patient involvement was reported. The programmer was return for repair/analysis. The programmer was returned and investigated. Field observation of unresponsive touchscreen was not confirmed. Touchscreen operated as intended and exhibited no unresponsive behavior. Despite analysis findings, this investigation is consistent with the criteria for CAPA-00006695, that is a field report of an unresponsive touchscreen.

Manufacturer narrative:
Supplemental additional information with product return. This programmer was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory; functional testing and baseline checks were completed. The programmer was powered on and the logfile was downloaded; data review revealed that there was no error codes were documented. The programmer was able to interrogate a test pulse generator device several times, confirming successful communication between the programmer and device. The ECG and pacing system analyzer (psa) functions passed all testing. Additionally, the touchscreen was tested for functionality and calibration; during an additional stress test of the touchscreen functionality, the touchscreen became unresponsive. Field observation of unresponsive touchscreen confirmed. Representatives from our post market quality assurance, manufacturing, and design assurance groups are actively investigating this unresponsive touchscreen behavior with the latitude programmer to determine the root cause. Based on our initial investigation, this behavior is most likely design related. Although no device has been returned for analysis, we have received reports of similar events where the latitude programmer screen became unresponsive to touch inputs during use. In most cases, the programmer required a system reboot to complete testing. Representatives from our post market quality assurance, manufacturing, and design assurance groups are actively investigating this unresponsive touchscreen behavior with the latitude programmer to determine the root cause. Based on our initial investigation, this behavior is most likely design related.

Manufacturer narrative:
Although no device has been returned for analysis, we have received reports of similar events where the latitude programmer screen became unresponsive to touch inputs during use. In most cases, the programmer required a system reboot to complete testing. Representatives from our post market quality assurance, manufacturing, and design assurance groups are actively investigating this unresponsive touchscreen behavior with the latitude programmer to determine the root cause. Based on our initial investigation, this behavior is most likely design related.

Event description:
It was reported that the programmer touchscreen was unresponsive. No patient involvement was reported. The programmer will be return for repair/analysis. Additional information received from product investigation review reported that this complaint was not confirmed by testing or analysis due to product not yet returned, however the probable cause was determined based on the complaint meeting CAPA/trend criteria.